Event description:
An angio-seal device was deployed without difficulty. The patient returned for follow-up 6 hours post-deployment for lost pulse. The angiogram showed total occlusion of common femoral artery at the site of deployment. The patient required immediate surgery for repair of spiral dissection of the common femoral artery. The patient is recovering.